Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was concern about the patient's wound site at the postop on october 16. The patient was put on antibiotics and they were awaiting the results of labs that were drawn on that day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there appeared to be an infection in at the tunneling site. No further complications are anticipated.